Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at approximately 11am when the patient reported obtaining a reading of ¿239mg/dl¿ using the subject device compared to a reading of ¿216mg/dl¿ obtained using a onetouch ultra2 meter. The time between the 2 readings was greater than 30 minutes. The patient also reported an ¿unusual issue¿ with the subject device in that it ¿dinged 5 times¿ during the call with the csr. The patient stated that she does not take any medications to manage her diabetes, and she did not make any changes to her usual diabetes management routine. The patient reported experiencing symptoms of ¿thirsty and fast heart beat¿ approximately 4 days after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that an approved sample site was being used and the unit of measure was set correctly. The csr was unable to resolve the issue and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
The patient¿s meter and test strips have been returned on (B)(6) 2015 and (B)(6) 2015, respectively, and evaluated by lifescan product analysis on (B)(6) 2015 and (B)(6) 2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.